Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece for analysis. The reported event of stylet insertion failure was confirmed. A stylet could not be fully inserted inside the lead due to overtorque inner coil inside the connector region. The cause of the reported event of stylet insertion failure was isolated to overtorque inner coil consistent with procedural damage. The reported events of high lead impedance and poor capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation layer torsion was confirmed. Visual inspection found the insulation was twisted due to overtorquing the inner coil. The cause of insulation layer torsion was due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted during the procedure that pacing thresholds was not good and the pacing impedance was high. Attempts to adjust the lead's position failed as the guide-wire could not be inserted and insulation layer torsion was observed. The physician thought the poor threshold may be due to patient anatomy but believed the lead malfunctioned. The lead was exchanged and replaced. The operation was successful. The patient was stable.